Manufacturer narrative:
Product event summary: performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database found the customer comment that the mobile programmer application became unresponsive and the user exited the application and restarted however it remained unresponsive was confirmed. Analysis of the data/database found the customer comment that the application was then closed and relaunched and subsequently displayed a diagnostic message and closed unexpectedly was confirmed. Analysis of the data/database found the customer comment that the mobile programmer lost telemetry with the leadless ipg was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID 24967 lot# serial# (B)(6) product ID crhfipad lot# serial# (B)(6) product ID mc1avr1-delsys lot# serial# (B)(6) product ID mc1avr1 lot# serial# (B)(6) submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a leadless implantable pulse generator (ipg) implant procedure the patient presented with complete heart block and an escape rate in the low 30 beats per minute (bpm) range. Prior to implantation the ipg output was programmed at 3.5v (volts) and pacing rate of 30bpm. The ipg was implanted and as the ipg crossed the valve the patient became asystolic. The physician positioned the ipg and telemetry was established between the mobile programmer and the ipg. The ipg was turned on and began pacing and capturing at 30bpm. The user began to check thresholds and capture was lost at 2v. As it was attempted to increase the pacing rate the mobile programmer lost telemetry with the leadless ipg. The mobile programmer patient connector was positioned closer to the patient however it was not possible to establish telemetry and no indicator light was visible on the patient connector. The mobile programmer application became unresponsive and the user exited the application and restarted however it remained unresponsive. The application was then closed and relaunched and subsequently displayed a diagnostic message and closed unexpectedly. The patients blood pressure had lowered and the physician requested additional pacing support. The mobile programmer was exchanged for an alternative model programmer and the ipg was interrogated, programmed and testing was performed without any further issue. The physician expressed dissatisfaction regarding the mobile programmer performance. No further patient complications have been reported as a result of this event.